Event description:
The patient came to the electrophysiology device clinic for routine follow-up of an implantable defibrillator. Upon interrogation by the staff, a warning advised the pulse generator was in safety mode. No further communication could be obtained and the device had automatically been programmed to the safety mode parameters. The patient had previously had a remote interrogation 4 days earlier and no problems were identified. The patient had experienced no problems or any events that may have triggered the device to go into safety mode. The ICD had to be explanted and another ICD of the same brand was implanted. There was no harm to the patient.